Event description:
The provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
Cts discussed possible causes of the discrepancy, including batch sizes may be a factor. Cts also encouraged the customer to use the same set of screening cells when comparing provue and manual gel to rule out any potential problems with the specific set. The customer indicates their understanding of the possible causes of the discrepancies and indicates their confidence that the provue is operating as expected based on the positive result now being issued by the system. (B)(4). Service not requested.